Event description:
It was reported that the ilet device¿s sleep/wake button intermittently did not respond to touch, and the user noted cold fingers could be a contributing factor and agreed to monitor. Symptoms included no adverse health effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting guidance focused on proper use and environmental factors affecting capacitive touch responsiveness. Investigation of this case revealed no confirmed device malfunction and suggested potential user interface sensitivity to cold or limited conductivity at the touch surface consistent with known behavior of capacitive touch controls. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine with device functioning within specifications and potential user-related or environmental factors.